Event description:
The customer experienced issues with calibration and quality control for this analyzer beginning on (B)(6) 2012. On (B)(6) 2012, the customer received questionable cortisol, thyrotropin (tsh) and free thyroxine (ft4) results for one patient, a questionable tsh result for another patient and a questionable troponin t result for a third patient. Data was only provided for two of the patient samples. Patient sample 1 initial cortisol result was 33.4 ug/dl and was reported outside the laboratory. The sample was repeated on analytical e module serial number (B)(4)and the result was 18.6 ug/dl. Patient sample 2 initial troponin t result was 0.9 ng/ml and was reported outside the laboratory. The sample was repeated and the result was 0.33 ng/ml. The sample was then repeated on analytical e module serial number (B)(4)twice and the results were both 0.9 ng/ml. The sample was then repeated on the original analyzer and the result was 0.9 ng/ml. The original result of 0.9 ng/ml was considered to be correct. The customer confirmed that no adverse event happened to the patients that were involved and corrected reports were turned out. The troponin t reagent lot number was 16493401 with an expiration date of 11/30/2012. The cortisol reagent lot number was 16447802 with an expiration date of 11/30/2012. The field service representative determined there was a failed ews sipper probe and failing pinch tubing for sipper 2. He replaced the pinch tube and ews probe and performed a ews sipper probe alignment. All system checks passed without errors and qc run was within the assay range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.